Manufacturer narrative:
Additional suspect medical device component involved in the event: brand name: wavewriter alpha, upn: m365sc12320, model: sc-1232, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient developed an epidural hematoma, causing leg weakness and inability to walk. The cause of the hematoma is unknown. The patient underwent an explant of the entire system. The explanted devices were not returned for analysis as they were retained by the facility.